Manufacturer narrative:
D.4. Serial number is unknown. This information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6) canada. This event was brought to livanova¿s notice by a lawsuit being filed, and the possibility to speak with the person suing us is limited by the rules of litigation. However, livanova is working in collaboration with its legal department to obtain any relevant information from the complainant. Livanova will timely share with the competent authority in a follow-up report any relevant additional information received.

Event description:
Complainant alleges through their counsel a mycobacterium chimaera infection as a result of a surgery. Based on current status of the investigation the alleged device issue was yet not confirmed.

Manufacturer narrative:
H10: following the completion of the analysis of the complaint, it is confirmed that it is a duplicate of a previous complaint already reported (reference: MFR no. 9611109-2016-00724). No additional information has been provided with respect to the previous one. Therefore, this complaint has been voided.

Event description:
See initial report.